Event description:
It was reported that the right ventricular lead exhibited high capture thresholds both bipolar and unipolar. The lead was explanted and replaced. The patient was in stable condition.